Event description:
It was reported that the patient presented to clinic for inappropriate therapy. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.